Event description:
Customer reported a crack on the battery compartment of his insulin pump. The customer's blood glucose was 205 mg/dl. The customer was unsure how the damage had occurred. He stated it may be a stress crack. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip.